Event description:
New information received notes insulation was abraded, as opposed to degraded.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.2 cm-7.3 cm and 9.6 cm-10.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right atrial (ra) lead exhibited oversensing of noise leading to pacing inhibition and inappropriate automatic mode switch. Imaging revealed lead insulation degradation. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.